Event description:
Patient reported right side capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional confirmed right side capsular contracture, baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec and creases fold. Voids and cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Information contained in this report was previously submitted via emdr manufacturer report number 2568319. All information has been consolidated into this report.